Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The whole monofilament was returned loose and intact. There was no evidence of suture break. The posterior cuff and needle tip were attached to the rail end. Both cuffs were attached to the link. The anterior cuff was out of the pocket. Based on the evidence found on the returned device, the anterior cuff was missed and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to suture break. The cause of this incident is related to the operational context of using the proglide device that lead to the cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.